Event description:
The manufacturer's representative got a call from an ER today stating that a patient came in last night due to shocking sensations, tingling and numbness. The ER was able to turn the device off and the patient came in for an impedance check. 1/2 way through the impedance check he had to stop as the patient could not tolerate it. The first three readings were ok but again he had to stop. The ins was confirmed to be off. The ipg (implantable pulse generator) site was swollen and inflamed. The patient was feeling shocking in the back of the leg towards her privates. The patient started feeling this yesterday and ice subsided the feeling and then it started up again. The shocking started again last night and that was when the patient went into the ER. The patient felt tingling on the left side of her face that started with the pain that she was feeling yesterday. The patient fell a week ago and nothing seemed to be adverse after the fall. The patient had some shocking feelings with her left side prior to the fall which started about a week ago. It was noted that the fall dates given and the prior stim dates given seemed to start about the same time...a week ago. Caller states the device was working well for the patient until the shocking started. The patient will be going to see the doctor and possible removal. The patient reported she was electrocuted by the system. Problems with being electrocuted and pain started on (B)(6), and the patient was still having issues with jolts in her body, it was on the left side. The patient was still having a lot of pain on her left side and she never had this before. The patient had never had so much pain in her life. The patient had so much pain in her left leg and it had gotten more severe to the point where she could not even stand on it. It felt like her whole body was being shocked at one time and that someone was pouring hot grease down her spine. The patient had a fever which started on monday. The patient did not have a fever today. The patient noted that at the ER the patient was barely able to speak and vomiting from the pain. From the ER visit on (B)(6), the ER hcp (healthcare provider) suggested they remove it immediately. The patient noted before she went to the ER the implant site had actually swelled up, she put ice on it and laid down, and when she laid down she had electrical currents running down her left leg. The patient was still having shocking feelings even with stim turned off. When the manufacturer's representative came "they had just got it under control with inflammation medicines and shots and stuff". When the representative "tested the box in the hospital" it gave her another jolt and "it had me screaming in excruciating pain all over again". The patient noted it worked for her bladder wonderfully for two weeks, but now she was so scared because of getting electrocuted and the "torturous malfunction of the device" leaving her with severe pain in the leg. The patient had pain in her face which started on (B)(6). This was on one side of her face and tingling and burning sensation, and never had that before. The patient wanted to know if it's normal that she has stim turned off and she was still feeling it in her vaginal area and in her buttocks going down her leg. It was noted they already took x-rays of the system and gave the patient copies of it. The managing hcp wants her to keep stimulation turned off. The patient was going to see managing hcp next tuesday to have the interstim removed. Manufacturer registration records show the patient had interstim implant on (B)(6) 2014, however patient reports she had implant on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0lfzh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell due to the shocking sensation she felt from the device. No cause was figured out by the manufacturer representative or physician for the shocking. The impedances were never completed as the patient complained of pain and shocking while trying. An x-ray prior to removal showed that the lead placement looked good. Nothing "looked off" with the implantable neurostimulator (ins) or lead as far as they could tell during removal. The reporter noted that the patient had underlying pain issues and it was a pain healthcare provider (hcp) that referred them to this therapy. After removal the patient was doing fine in the recovery room.

Event description:
Additional information received from the manufacturer's representative who reported an explant today ((B)(6)-2014) on the patient's implantable neurostimulator (ins) and lead. The patient came with a letter from attorney asking for the product to be provided to the patient.